Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: posterior scoliosis procedure: oblique lumbar interbody fusion(olif), lateral lumbar interbody fusion(xlif) levels: l2/3/4/5 it was reported that during surgery, the cage was allegedly reported broken. After the cage was inserted using an inserter that has sleeves, the cage was removed using a remover to adjust its position. When the cage was attached to the inserter to reinsert, the force grasping the cage was found to be weak. The cage was replaced. No patient complications were reported.

Manufacturer narrative:
Product analysis: the threads on the backside of the implant have been stripped out. Witness marks on the backside of the implant indicate the implant was tightened fully. If information is provided in the future, a supplemental report will be issued.